Event description:
It was reported during a warehouse check that the straight wire items were bent. It was noted that the straight wire were bent possibly due to the packaging being closed too tight.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch:

Manufacturer narrative:
Examination of returned device found evidence of product non-conformance. Further investigation has been initiated to address the reported issue.(B)(6)